Event description:
During vocal cord polypectomy a routine eval of the trachea revealed a large papilloma. The ktp laser, utilized for the polypectomy was also utilized to remove this lesion. After multiple repeat passes with the laser, done under general anesthesia with apneic intermittent ventilation, there was a fire in the airway.